Manufacturer narrative:
It was reported that a patient underwent idiopathic ventricular tachycardia (ID- vt) ablation procedure with a thermocool® sf nav bi-directional catheter and a stockert generator and suffered cardiac tamponade requiring pericardiocentesis. It was reported that when they come to ablate at 40 watts after 6 or 7 ablations, they noticed that the thermocool® sf nav bi-directional catheter temperature rise above 42 degrees celcius. The stockert generator setting was checked and it was discovered that it was set to 4mm temperature control mode but no error or warning received while ablating. Shortly after this, it was noticed thru soundstar catheter that the patient had pericardial effusion. Pericardiocentesis was performed. The patient was stabilized and admitted overnight for observation. Device investigation details: the device investigation has been completed. It was determined there was no failure with the unit, the experienced issue (catheter temperature rise) could be related to a user error. However, the root cause of the adverse event cannot be traced to this device since a relationship between the user error and the adverse event could not be clearly established. A manufacturing record evaluation was performed for the finished unit, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Importer ref. # (B)(4). Correction: the d4. Unique identifier( UDI) was inadvertently omitted from the 3500a initial medwatch report. It has now been added in the field (B)(4).

Event description:
It was reported that a patient underwent idiopathic ventricular tachycardia (ID- vt) ablation procedure with a thermocool® sf nav bi-directional catheter and a stockert generator and suffered cardiac tamponade requiring pericardiocentesis. It was reported that when they come to ablate at 40 watts after 6 or 7 ablations, they noticed that the thermocool® sf nav bi-directional catheter temperature rise above 42 degrees celcius. The stockert generator setting was checked and it was discovered that it was set to 4mm temperature control mode but no error or warning received while ablating. Shortly after this, it was noticed thru soundstar catheter that the patient had pericardial effusion. Pericardiocentesis was performed. The patient was stabilized and admitted overnight for observation. On july 23, 2020, during an internal review it was decided to report the adverse event under the stockert generator since the contribution of the clinical user error (incorrect catheter settings selection) to the patient consequence cannot be excluded. The event captured under biosense webster inc.'s reference number (B)(4) as two reports: manufacture report number # 9673241-2013-00201 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter). Importer report number # (B)(4) for product code m490007 (stockert generator).